Event description:
The customer reported a control panel error. This error causes the system to shut down, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The f7 use was reseated and the voltage was adjusted to 5.10 vdc for optimal performance. Was evaluated and replaced. The system was tested and found to be working as intended and returned to service.